Manufacturer narrative:
Patient information was unavailable from the site. Event problem and evaluation: on 31-oct-2016, a medtronic representative went to the site to test the equipment. No lights/fans were present on isolated standalone pcb. Generator does not power up. Found fuses f4/ f10 above standalone pcb open. X-ray ssr was not changing state. Isolated standalone kit and x-ray relay control pcb were ordered, and replaced per procedure. System generator function was restored. Imaging system checkout performed with satisfactory results. The standalone & x-relay kit was returned to the manufacturer, and an evaluation is in progress. The x-relay control board was returned to the manufacturer, and an evaluation is in progress.

Event description:
A site representative reported that during preparation for a spinal fusion procedure, the imaging system would not finish boot sequence. It was stuck at ¿initializing please wait.¿ gantry motion was available and working. System was not able to take an image. Generator status was not progressing to ready. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The x-ray relay control board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned standalone & x-relay kit found that the reported event was related to an electrical issue. The standalone pcb passed bench test, 15 vdc present at tp 7, 113 vac present at tp 24. All l.e.d.'s were functioning as normal and fans were operating correctly. The relay failed bench testing. Short found between pins 1 and 2. The reported event was confirmed.